Manufacturer narrative:
Per user guide: the cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 450 mg/dl. Reportedly, the supplies were changed to address the event.